Manufacturer narrative:
One probe sample was returned for evaluation for the report of the probe would not cut. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 45 degrees. Actuation testing was performed and deemed nonconforming. The sample did not actuate. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The sample did not cut.. The probe was disassembled and the components inspected. There is approximately 20 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. No wear marks at bend area. The actuation test was performed on the disassembled probe and the actuation test was found to be conforming. The initial test was nonconforming due to the sample would not actuate; however the sample was able to actuate to its specification after disassembly. The complaint evaluation does confirm the probe had a performance issue. The reason for the performance issue was due to the bent needle. A bent needle will damage the inner cutter which can impede the movement of the cutter shaft and cause interference between the two components and result in an actuation failure. This interference is present as observed from visual condition of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming. This bent needle and inner cutter condition appears to have occurred during the probe being used in surgery for approximately 20 minutes, but it is not known how the needle and cutter actually became bent. No specific action with regard to this complaint was taken because the root cause cannot be determined from this evaluation. Also, no specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
A customer reported that the vitrectomy probe would not cut during an eye surgery. It is unknown if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.